Event description:
The customer reported the kvp was up to 119 and the screen appeared dark.

Manufacturer narrative:
The ge service rep kvp was normal for heavy pt. Customer used system on another case with no problems. Tested system. The system is operating as intended.